Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to capture. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.